Event description:
It was observed that during device evaluation, the high flow insufflation unit front panel, the light-emitting diode (led) on the control panel did not light up. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d9, e2, e3, g3 (correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 08/05/2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed light-emitting diode did not light up properly due to front panel failure; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.